Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during training by facility staff, the device was unable to obtain ECG signal via the multifunction cable and the device inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfunction.